Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this device was intentionally reprogrammed per physician's request. This device was later electively changed out to a cardiac resynchronization therapy pacemaker (crt-p). There were no adverse patient effects reported.

Event description:
Boston scientific received information through a remote monitoring system that this implantable cardioverter defibrillator (ICD) detected was programmed with no tachy therapy available. There was no immediate information available. Attempts to obtain additional information have been made.

Manufacturer narrative:
This investigation will be updated should further information be provided.